Event description:
It was reported that during an unk procedure, the device failed to fire. Staples remained in pre-fire form. Staples removed by hand. It is unk how the procedure was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.